Event description:
The doctor made two successful passes with this forcep. Jugular approach got two successful samples. Third into right ventricle. Through the valve, opened with no problem. Forcep tip against ventricle wall and jaws would not open. Jaws had engaged some tissue and the physician tugged until the jaw removed itself peeled endomyscardial tissue. Pathology confirmed that it was endo tissue and not in valve.